Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pustule, "dry and cracked skin," bruising, swelling, redness and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration." Adverse events: "the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar.' "Serious adverse events have infrequently been reported for juvéderm® ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain." "The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid¿s, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month." "The onset of erythema generally varied from immediate to 1 week post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, hyaluronidase, and laser treatment. In most cases, erythema resolved within 1 to 4 weeks." "The onset of ecchymosis generally varied from immediate to 5 days post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, ecchymosis resolved within 1 to 4 weeks." "The onset of pain generally varied from immediate to 8 days post-injection. The treatment prescribed included nsaid¿s, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, pain resolved within 1 to 6 weeks." "Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement." "The onset of abscess generally varied from 2 days to 2 months post-injection. The treatment prescribed included antibiotics, steroids, and hyaluronidase. In most cases, abscess resolved within 4 to 6 weeks."

Event description:
Healthcare professional reported that the day after injection with juvederm ultra xc in the lips, the patient experienced "bruising, pain, swelling and redness" noticed the day after injection. Healthcare professional advised the patient to take ibuprofen and to ice the area with swelling. Patient was seen the following day and complained that the left side of the face "felt stiff." Healthcare professional stated that the patient still had "redness, swelling and bruising" on the left upper side of the lip. Healthcare professional advised the patient to take tylenol. Patient was seen again the following day and had "redness, developed small pustules on the left corner of the mouth and increased left upper lip swelling." Healthcare professional stated that the patient was no longer experiencing pain, and applied warm compresses as treatment. Healthcare professional recommended nitropaste and hylenex, but the patient declined. (B)(6) stated that she advised the patient to take tylenol as treatment. Patient was seen again the following day and was experiencing pain in the area where their lips were "dry and cracked," and had developed two more pustules on the upper left side of the lip. Healthcare professional provided nitropaste and warm compresses as treatment, which resulted in a decrease in redness and swelling. Healthcare professional stated that they also injected the patient with hylenex, but was only able to inject .02 of the hylenex when the patient complained of pain and declined to proceed with the treatment procedure. Healthcare professional prescribed clindamycin , acyclovir and a topical triple antibiotic. Healthcare professional noted the patient also reported using vaseline as treatment for their dry lips when at home. Healthcare professional advised the patient to use warm compresses and take ibuprofen at home. Patient was seen again the following day, and the "cracked" areas of the lips had improved. Patient had started taking the acyclovir but had not started the clindamycin. Healthcare professional noted a decrease in swelling and redness. Patient was seen again two days later and everything had resolved except for the bruising. Healthcare professional stated that "everything looked normal and better."

Manufacturer narrative:
Medwatch sent to FDA on 8/17/2016. Additional information: describe event or problem.

Event description:
Healthcare professional specified patient was injected in the upper lip and also felt tender on the left side of the face. Symptoms resolved a week after injection.